Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the extension was taken out and wiped with gauze, but there were still impedance issues. It was also reported that the adaptor was switched, but there were still impedance issues. The old battery also yielded impedance issues. It was reported that at this point the physician decided to close the patient since there was nothing else they could do at that point. It was reported that the neurologist was contacted to see if it could be programmed around the impedance issues. It was noted that the cause was not determined. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was having the implantable neurostimulator (ins) replaced on (B)(6) 2016. The rep checked impedances prior to the procedure and nothing stood out as an issue. A pocket adaptor was being used and once they tested impedances with the adaptor the 0 <(>&<)> 3 combination showed a possible short. Impedance measurements were taken and the combination of 0 <(>&<)> 3 was less than 50 ohms. They tried wiping down the system and they might have tried another adaptor. There were no associated symptoms. The patient¿s indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.